Manufacturer narrative:
Upon completion of the investigation it was noted that the DHR review was performed for the product 91-4200 sn: (B)(4) (lot: crgb9m) and no discrepancies were observed during the manufacturing process. The lot was released on june 5th, 2014. Data were extracted from the pump at receipt, and sent to the r&d for analysis. The pump was on infusion mode. The programmed flow rate, valve-on time and compensation value have been verified and are conform to the expected values. The pump was returned as follows: 4 suture loops, approximately 10 punctures were observed on the filling septum, 4 holes observed on the bolus septum, one scratches observed on the outer parts of the pump, the pump was returned with approximately 4ml of liquid in the reservoir. Valve analysis: the pump was tested for valve cycle analysis. -1h at 37°c for a programmed flow rate of 0.12ml/day. The flow rate calculated with the measured values was 0.11 ml/day which was within the specification of 0.12ml +/-10%. The pump passed the valve cycle analysis test. No defect found on the product. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The patient was first tired, drowsy later. Posted by (B)(6) (helicopter ambulance) powered by intubation and flown to the children's hospital. There, the pump was issued. Questionable overdose.

Manufacturer narrative:
(B)(4). It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.

Manufacturer narrative:
Upon completion of the investigation it was noted that the transaction logs of the pump (B)(4), from the implantation date on (B)(6) 2014 to (B)(6) 2015 were analyzed. The result is that the pump was flowing correctly until this event with an accuracy of +/- 9% which is in the specifications of the product. From the last refill ((B)(6), filled with 18.09ml) until this event where the remaining volume was measured at 14.98ml, a value of 1.26ml is missing in the reservoir in comparison to what was expected. A DHR review was performed for the product 91-4200, sn: (B)(4) (lot: crgb9m) and no discrepancies were observed during the manufacturing process. The lot was released on (B)(6) 2014. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.